Event description:
It was reported that the patient developed a seroma and was aspirated several times.

Manufacturer narrative:
Evaluation summary: aspirations were noted as negative for infection. A seroma is a general complication after hip surgery and it is unlikely that the implanted devices have contributed to this. This could be due to post operative complication and/or patient trauma/injury but the definitive reason cannot be determined with the available information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.